Event description:
Complainant alleged that during functional testing, the device prompted a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp; the malfunction was duplicated and attributed to a faulty integrated circuit on the parameter power supply board. Analysis for reports of this type has not identified an increase in trend.